Event description:
It was reported that during an a-fib procedure the patient became hypotensive. Intracardiac ultrasound showed fluid in the pericardial space. Anticoagulation was reversed and all catheters were pulled back from the left side. A transesophageal echocardiogram (tee) was performed and showed a pericardial effusion. Pericardiocentesis was performed. In spite of multiple attempts to inquire further detailed information, no clarification was provided.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #:m-5463-01, serial #: (B)(4). Soundstar 3d 10f-90 catheter: model #: m-5723-05, lot #: 81064107. Lasso w/ auto ID catheter: model #: d-1220-79-s, lot #: 15476897l. (B)(4).

Manufacturer narrative:
(B)(4). After multiple attempts to retrieve the device, the device was not returned for analysis. Product has not been received by bwi for investigation as initially reported. Device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).